Event description:
The customer alleged questionable results for eight patient samples when tested for gamma-glutamyltransferase ver.2 (ggt). Testing on the eight samples took place from (B)(6) 2012 through (B)(6) 2013. Of these eight samples, one sample had an erroneous result that was reported outside the laboratory. The initial ggt was 173 u/l and was reported outside the laboratory. The test was repeated on (B)(6) 2013 with a result of 17 u/l. The sample was sent to a private hospital, which obtained a result of 20 u/l. The repeat test was considered to be correct. The patient was not harmed by any action taken. The ggt reagent lot number was 676057; the customer was asked for the expiration date but did not provide it. Due to lack of relevant data provided by the customer, a root cause could not be found.

Manufacturer narrative:
The event occurred in (B)(6).